Event description:
Report that the glove leaked, resulting in exposure incident.

Manufacturer narrative:
The gloves were being used during a dental procedure. Initially, it was reported that the gloves leaked and today, it was reported that an exposure incident occurred. The provider noticed blood on the inside of the glove and on her hand. She did not have any cuts or skin integrity issues of her hand. They inspected the glove and could not find where the blood had seeped in. The reporter stated that it is their policy to obtain post exposure f/u due to the fact that a large portion of their pt population is (B)(6). The individual reporting the incident to us could not confirm the provider sought (B)(6) post exposure treatment but assumes she did. The actual sample was not returned for evaluation. Two unopened boxes and one partial box of 8 gloves were returned for evaluation. Gloves from each of the boxes were water tested. Twenty gloves from the two unopened boxes and all 8 gloves from the partial box were tested and the issue could be not be confirmed. No leak or integrity issues were identified. The sample was not returned for evaluation. Due to the report that (B)(6) post exposure treatment was sought, this medwatch is being filed.